Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump under-delivered insulin. Customer blood glucose reading was 260 mg/dl. The time frame of the event was (B)(6) 2017 around 5:30 pm troubleshooting was not completed. The insulin type was apidra. Customer states the pump wasn't exposed to strong magnetic fields. Customer did not have the insulin pump during troubleshooting so they could not verify insulin pump setting. Customer did not complete displacement test. Customer stated they had high blood glucose reading on (B)(6) 2017. Customer had 300¿s blood glucose reading. Customer cannot recall current blood glucose reading. Customer did not feel confident using the insulin pump.